Manufacturer narrative:
The new 011-mc100 microclave clear connector was functionally leak-tested and found to meet product performance expectations without occlusion or leakage. No mating devices were returned to evaluate with the new 011-mc100 microclave clear connector. The complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. Additional information e1: (B)(6).

Event description:
The complaint involved a microclave® clear connector that reportedly caused a pressure alarm on a b braun infusomat pump during an intravenous ferrinject infusion even when the intravenous (IV) cannula is patent and the pump is in working order. The problem occurred either immediately commencing or within the first minute. Troubleshooting identified that, in general, sometimes the issue can be resolved upon changing the bung. In this particular instance, the bung was changed with no improvement. Conversely, when the set was connected directly to the intravenous cannula (ivc) without the bung, the infusion ran perfectly. The customer suspected that this issue was happening more often with viscous infusions, however, this was not an issue before. There were no cuts, holes, tears, or defects noted, however, the bungs affected were ¿squeaking¿ upon screwing on/connecting to extension/mating sets. This issue caused the medication to not flow; however, the nursing staff intervened to continue the medication via the pump either directly through the cannula with the bung removed altogether or with another bung. There were no missed doses as a result, but the infusion was slightly delayed for the finishing time due to the time taken to troubleshoot the pressure alarm. This issue recently led to unnecessary patient re-cannulation until the bung issue was identified. The customer stated that changing the bung on ivc multiple times brings the risk of introducing infection/phlebitis, which can delay infusion and have an effect on scheduled patient care. There was no additional clinical impact to the patient and further medical intervention was not required. This report reflects one of four incidents.